Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that; the needle was broken on second sensor. The blood glucose was unknown of the time of the incident. The customer also stated that, the change sensor alert occurred after calibration not accepted and also the app could not find the sensor signal. The device will not be returned for analysis.